Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient ((B)(6) kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that when the thermocool® smart touch® sf bi-directional navigation catheter (lot #30744553l) was connected, a force sensor error occurred. The cable was changed but the issue continued, the issue was resolved by changing the catheter to another one (thermocool® smart touch® sf bi-directional navigation catheter ¿ lot # 30758714l). Later, it was reported that after the pulmonary vein isolation (pvi) and posterior wall isolation (pwi) was conducted, during complex fractionated atrial electrogram (cfae) ablation, that the patients¿ blood pressure dropped to about 60. After cardioversion (dc), it was confirmed that the heart was not moving good by fluoroscopy; therefore, drainage was performed. After drainage was performed, blood pressure returned. The procedure was finished. The amount of drainage was unknown because the removed blood was returned to the heart through the sheath. Cardiac tamponade occurred about 2 hours after puncture. Atrial septal puncture was performed with using the radio frequency needle. Additional information was received on the event. The patient outcome of the adverse event is improved. There was no evidence of steam pop. Real time graph; dashboard; vector force visualization features were used. Tag index color options were used prospectively. An irrigated catheter was used in the event, the flow setting was high volume irrigation time: pre 1sec post 5sec. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The visitag module was not used. No additional filter was used. Tag index color options was used prospectively. The catheter with lot number 30744553l had the force issue. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. Since it was confirmed that the thermocool® smart touch® sf bi-directional navigation catheter (lot #30744553l) had the force issue, the adverse event was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter (lot # 30758714l).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 01-jul-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 26-jul-2022. It was reported that a 83-year-old female patient (52 kgs) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).